Manufacturer narrative:
This report is submitted on 28 february 2020.

Event description:
It was reported that the patient experienced skin breakdown and extrusion of the device in 1997 (specific date not reported). The patient was clinically managed.